Manufacturer narrative:
Date of submission 15-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2018 with the following findings: a leak test failed at the display lens. Moisture corrosion was found in the battery compartment and internal to the pump on main printed circuit board components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was no damage but there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.